Event description:
It was reported that the device was returned for repair for unspecified reason. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was performed and the device failed accuracy testing for overdelivery. The root cause was determined to be that the device was not holding patient data and the motor had more than 12 million revolutions (22 million). The motor and pwa were replaced and expulsor sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.